Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed. The depth gauge was found to be stuck which is consistent with the complaint condition; additionally the tip is bent. This failure mode is typically associated with rough handling resulting in the instrument binding. Per the technique guide, the depth gauge (03.010.428) is utilized in multiple systems including titanium cannulated tibial nails systems where is one of three potential instruments which can be utilized to determine locking screw lengths. The relevant drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing site: (B)(4). Manufacturing date: 13. Mar. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge, for locking screws was found jammed during a routine inspection of field equipment. There is no additional information was available at this time. This is report 1 of 1 for (B)(4).